Event description:
It was reported that while advancing the lens in the patient's right eye, the lens became stuck in the delivery device and was ripped. The incision was enlarged to remove the lens and sutures were used to close the wound. Additional info has been requested, but has not been received. Please reference MDR#: 1119279-2014-00289 for the intraocular lens used during this event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.